Manufacturer narrative:
Compromised force sensor system alarm during the basic occlusion test due to moisture damage on force sensor resistor. Pump passed displacement test, self test and unexpected restart error test. No unexpected restart alarm noted. Pump passed all operating currents tested within the spec range and passed off no power test. Pump received with cracked battery tube thread, cracked reservoir tube lip, missing end cap sticker and minor scratches on display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system and multiply unexpected restart alarms. Customer confirmed that pump was sitting in a cabinet for 4 years and that unexpected restart alarm occurred during a battery change. Customer was advice to insert a new battery. Customer states after rewinding the pump they received a compromised force sensor system alarm. Insulin pump will be returning for analysis.